Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This patient was in for a device change out. When the pocket was opened it was found this lead was fractured, so it was capped and the patient's pocket was closed without a device. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.